Event description:
The following has been reported: biomed reported: "the touch screen feature of the pump had completely locked up and would not allow anyone to do anything and kept displaying an error message no patent incident reported. Cleaned stuck pins and ran test infusion with no issues". A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. A resistance measurement was taken from the lcd retaining arm to chassis ground with a value of 1.2 ohms. The lever boot was found to be torn as well.as a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state.